Event description:
Received customer medwatch report which states: "patient was receiving IV lipids when patient's mother notified nurse that tubing was leaking lipids onto floor. The tubing appeared to crack at the site of blue connector. Tubing was replaced and patient was not harmed." No medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.